Event description:
A (B)(6) male arrived to the ed post cardiac arrest. The pt underwent angiography with stent to lad and diagonal as well as placement of intra-aortic balloon pump. He was started on the hypothermia protocol via the arctic sun. Pt had a 2nd cardiac arrest in the ccu requiring multiple rounds of CPR and 6 shocks to achieve rosc (return of spontaneous circulation). During the first shock an arc was seen across the pt's chest. There was a burn that occurred under the true CPR device. The device was removed during the subsequent 5 shocks and then taken out of service.